Event description:
It was reported that the device failed to delivery energy when used for a patient in arrest. The patient's outcome is unk.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause could not be determined. Physio-control continues to investigate this complaint.